Event description:
It was reported that while putting the dhs/dcs lag screw and the dhs/dcs coupling screw together in preparation for a procedure the following morning, the coupling screw was slightly bent. The consultant tried applying some pressure to bend the coupling screw back and then the coupling screw broke in the lag screw. The broken fragment of the coupling screw is stuck in the lag screw. No patient involvement, no harm to patient.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The DHR was examined to determine whether there were any issues which could cause or contribute to this complaint. The examination showed that there were no issues during the manufacturing that would contribute to this complaint. This complaint is invalid and the condition is due to the consultant attempting to bend the assembly. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional information: this is report 1 of 1 for complaint (B)(4).

Event description:
This is report 1 of 1 for complaint (B)(4).